Event description:
A technician reported that during lasik surgery on the pt's right eye, the laser "stuttered". The pt's postoperative results was 30% of what was intended. The pt was retreated on (B)(6) 2012, and the uncorrected va was 20/20 on the first day post-op. The pt's left eye was treated on the same day and no enhancement is needed for that eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).